Event description:
The customer contact reported that the device displayed e301 (audio alarm failure) with no audible alarm tone. The device was returned to the biomedical engineering department with an unsigned note that stated, "malfunction e301." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found no audible alarm tone from the piezo beeper; however, the internal components of the beeper all functioned normally. The probable cause was due to a cold solder joint. The probable cause of the cold solder joint was due to the workmanship by the supplier. This report represents all the information known by the reporter upon query by hospira personnel.